Event description:
Customer reported that the insulin pump was shutting off on its own. Customer also reported that a part of the battery cap had broken off. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was noted on the isolation tape. The insulin pump was received with broken battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.